Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that during hemodialysis (hd) treatments transducers that are attached to the new lines often loosen and pop off causing blood loss to patients. The staff tighten them every 30min with checks to help prevent it. There was no serious injury reported in the initial reports. Additional information was requested, but none was received. No samples have been returned.